Event description:
It was reported during surgery that a bolt broke off on the al2 plate. The broken piece could not be extracted from the patient and therefore left in the patient's body. The surgery was completed with a replacement device of the same model and no delay. No other patient consequences were reported. This report is related to report number 3025141-2025-00077 for the screw involved in this event.

Manufacturer narrative:
The reported acu-loc® 2 vdr t-guide locking bolt (part number 80-0682, batch numbers 343770) was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. However, the investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The returned acu-loc® 2 vdr t-guide locking bolt (part number 80-0682, batch numbers 343770) was examined visually under magnification. The bolt was broken before the first thread in the neck of the bolt between the shaft and the threads and had signs of a brittle fracture. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10 investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.